Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. There was some difficulty noted during the transseptal puncture. A watchman® access system (was) was positioned in the patient¿s laa. A 33mm watchman ® laa closure device was advanced and deployed. The size of the appendage was noted to be borderline cut- off, however but they were able to successfully implant the 33mm device in laa. The device met the release criteria as follows: at 0 degrees with 10.3% compression and 29.6mm, 45 degrees with 7.9% compression and 33.4mm, 90 degrees with 14.5% compression and 28.2mm and 135 degrees with 18% compression and 27mm. Several tug tests were performed. There were no leaks. The device was therefore released. That evening, approximately 9 hours post procedure, it was reported the device had embolized. The patient had ectopy, hypotension and ultimately went to surgery where they successfully retrieved the device. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of implant the left atrial pressure was 30mmhg and the patient was in atrial fibrillation. When the device embolized, it occluded the outflow track. The patient had an ischemic stroke. A tracheotomy was placed due to respiratory issues. The patient was able to speak and recognize events post embolization. The patient was neurologically intact, but had some weakness to the left lower leg. All symptoms resolved other than respiratory issues and left lower leg weakness. The patient has since been discharged from the hospital to a long term care facility for rehabilitation.